Manufacturer narrative:
(B)(4). Date sent 1/22/2025. D4 batch#: 894c52. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload present. The reload was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 894c52, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number: c9dr16, and no non-conformance's were identified.

Event description:
It was reported that during a rectum procedure surgery, could not fire without motor sound on the 1st firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.